Manufacturer narrative:
Follow-up #1/ supplemental report (01/12/2012): on (B)(6) 2011, the reporter/pharmacist contacted lifescan from france alleging that a one touch verio pro meter would not power on. The reporter did not allege any harm or injury because of the reported issue. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the meter had a power issue and would not turn on. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury. (B)(6).

Manufacturer narrative:
The meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter's pc board was found to be contaminated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(4) alleging that a one touch verio pro meter would not power on. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had a power issue and would not turn on. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.